Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, intraoperatively, when the surgeon fires the clip, it needs to be engaged, but it becomes a u-shape.

Manufacturer narrative:
H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device and a photo were available for evaluation. Visual inspection noted that the jaw legs were misaligned causing a gap between the jaws. Functionally, the instrument was test fired once in air so that the clip formation could be observed; the clip deployed from the instrument without loading into the jaw. The jaw and handle moved smoothly through the firing cycle and returned to the open position. The instrument was cycled until each remaining clip was ejected from the jaw. When the cartridge was empty, the interlock engaged and prevented the jaws from approximating. It was reported that the clips did not close completely and were malformed. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. Jaw misalignment may occur if a side load is applied to one of the jaw legs or applied over an obstruction during application. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: prior to squeezing the handles to place a clip, confirm that it will be positioned free of other clips and other obstructions. Firing a clip over a clip may result in bleeding, lack of hemostasis, and/or damage to the instrument jaw. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, intraoperatively, when the surgeon fires the clip, it needs to be engaged, but it becomes a u-shape. Another device was used to resolve the issue. There was no patient injury.